Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset, and the malfunction alarm was cleared and insulin delivery was resumed successfully. There was no adverse impact to customer's blood glucose level.